Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patients, "pacemaker doesn't seem to be working too well." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.